Manufacturer narrative:
Additional information was provided by the patient that he has lower left chest pain when experiencing emotional stress. The pain does not occur during exercise. The patient has an appointment with his heart doctor for a 24 hour holter monitor and stress test evaluation. Complaint conclusion: a patient called for a replacement stent card and additionally reported adverse events. The patient had a cypher stent placed in the left descending artery due to 90% blockage after presenting with unknown symptoms. The patient verbalized that the surgeon visualized a coronary artery spasm occurring as the stent was being implanted, "which is very rare to see during an x-ray.¿ norvasc and amlodipine were prescribed for these vasospasms. The event remains ongoing and the patient continues to take this medication. At an unknown time, the patient experienced slightly elevated ldl and was diagnosed with coronary artery spasms as determined by unspecified test. As treatment, physician prescribed pravastatin 10 mg and amlodipine 2.5 mg. The (B)(6) male patient has a medical history of pernicious anemia 2003, arthritis both knees, "bone on bone in left hip", and is deaf in his left ear. The device was not returned for analysis as it remains implanted. Review of lot 15988190 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Coronary artery spasm is a temporary, sudden narrowing of one of the coronary arteries (the arteries that supply blood to the heart). The spasm slows or stops blood flow through the artery and starves part of the heart of oxygen-rich blood. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Therefore, no corrective actions will be taken at this time.

Event description:
A patient called for a replacement stent card and additionally reported adverse events. The patient had a cypher stent placed in the left descending artery due to 90% blockage after presenting with unknown symptoms and was prescribed plavix,diovan, fish oil 1200mg, and multivitamin. The patient verbalized that the surgeon visualized a coronary artery spasm occurring as the stent was being implanted, ¿ which is very rare to see during an x-ray.¿ norvasc and amlodipine were prescribed for these vasospasms. The event remains ongoing and the patient continues to take this medication. The patient also verbalized that the stent card is difficult to read. Approximately five or six days after stent placement, the patient experienced being a "100 % bleeder" clarified as if he were to rub his nail up against any part of his body, he could make himself bleed and it would take 36 hours to stop. As treatment, the patient would apply pressure to site. Physician was aware. The same month following stent implantation, the patient experienced unintentional weight gain described as "blew up to (B)(6)". Baseline weight was (B)(6). Two weeks after stent placement, the patient experienced depression. Approximately one year after stent placement, the patient was prescribed xanax 1mg and melatonin 3mg for sleep which was not further clarified. One year later, the patient experienced unknown event leading to hospitalization for right hip replacement. Outcome of event was not obtained and if hospitalization was scheduled or unscheduled . Patient was discharged two days later. The physician prescribed glucosamine chondroitin 1500mg and vitamin d3 2000 i.u. For unspecified reasons.

Manufacturer narrative:
.

Manufacturer narrative:
Three years after stent placement, the patient experienced cozaar "killing my kidneys" clarified as "creatinine levels up to 2.9 and 30% kidney function left." Baseline and outcomes were not obtained. Four years after stent, the physician discontinued diovan for unspecified reason and plavix per patient request. Depression ,unintentional weight gain and "100% bleeder" event resolved after discontinuation of plavix and diovan. Events remain ongoing. At an unknown time, the patient experienced weight loss. It was not obtained if the weight loss was intentional or unintentional. Baseline weight was (B)(6). Current weight was (B)(6). At an unknown time, the patient experienced back pain. As treatment, the physician prescribed coq10 as needed on six years after stent placement. Outcome was not obtained. At an unknown time, the patient experienced "bad teeth," not further clarified. As treatment, the patient prescribed sodium flouride gel 1.1% toothpaste five years after stent placement. At an unknown time, the patient experienced slightly elevated ldl and was diagnosed with coronary artery spasms as determined by unspecified test. As treatment, physician prescribed pravastatin 10 mg and amlodipine 2.5 mg. Events remain ongoing. Event remained ongoing. At an unknown time, the patient experienced low heart rate. Baseline was not obtained. As treatment, the patient had a pacemaker placed on six years after stent placement. It was not obtained if pacemaker was done as inpatient or outpatient. Current heart rate and outcome was not obtained. No further information was obtained. This device is not available for testing and evaluation as the device remains implanted. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medications: post-procedure medications included: aspirin cardio, coenzyme q10, fish oil, glucosamine with chondroitin, melatonin, multivitamin, pravastatin, sodium fluoride, vitamin d3, xanax. Intra and post procedure medications included: amlodipine and norvasc. Pre-procedure and post-procedure medications included: diovan, plavix, aspirin, b12.